Event description:
It was reported that: "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters cannot be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counter pulsation catheter. Another device was inserted in the same access site, there was no reported patient harm." Associated complaints 3010532612-2024-00930.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters cannot be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counter pulsation catheter. Another device was inserted in the same access site, there was no reported patient harm." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted videos were reviewed. The video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating near the iabc distal tip during pumping. The other video shows the user was attempting to manually inflate the iabc bladder outside the patient body. Initially the bladder was not fully inflating near the iabc distal tip; with additional force/pressure, the bladder was shown fully inflating. The findings noted in the videos are consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unable to fully fill the balloon catheter" is confirmed based on the customer videos provided with the complaint report. In the videos, the iabc bladder was noted not fully inflating near the iabc distal tip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.